Event description:
Information was received that a smiths medical pneupac parapac ventilator failed to provide oxygen flow and "did not go white." No adverse patient effects were reported.

Manufacturer narrative:
One ventilator was received for evaluation. Visual inspection of the device found it to be in fair condition with relief alarm knob missing; this was then replaced. Device underwent functional testing by connecting 50 psi of air and observing the 02 indicator did not change from red to white. This confirms the first part of the reported customer complaint. Device underwent a six hour test run and device consistently cycled. Settings were periodically changed out and dut was pwered off and on as well. It was noted that device did not stop cycling at any time diring the test run. The second part of the reported customer complaint was not able to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.